Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found.(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from their device and left ventricular (lv) lead. The device was explanted and replaced with a device that allowed for more headroom above the lv threshold without initiating the phrenic nerve stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.